Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. The physician pushed down the needles, removed the device and it was found that a foot break occurred. An x-ray was performed; however, the foot was not found in the pt. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.